Event description:
It was reported that during an unspecified ankle surgical procedure, it was observed that the compact air drive device "locked up". It was reported that there was a four-minute delay to the planned surgical procedure. It was unknown if a spare device was available for use; however, it was stated that the user was able to ¿free up the device and finish the case without any further issues¿. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The facility stated that ¿there is no plan to return the device for this issue, at this time.¿ all available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot number was unknown. Therefore, the manufacturing location was unknown. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.